Manufacturer narrative:
Investigation - evaluation : a review of the complaint history, device history record, instructions for use (IFU), and quality control of the device was conducted during the investigation. The lot number of the cxi support catheter was not provided nor was the actual device implicated in this report returned. Due to these facts no physical examinations or review of device history records could be performed. Additionally, no non-conformances could be searched or other trackwise complaints with the same lot number. The device is shipped with an instruction for use (IFU) that describes the intended use. Specific items addressed include: "the catheter should not be advanced through an area of resistance unless the source of resistance is identified by fluoroscopy and appropriate steps are taken to reduce or remove the obstruction.¿ based on the lack of information provided, no product returned, no lot number provided and results of the investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The reported device is not available for evaluation. The event is currently under investigation.

Event description:
It was reported during an unspecified procedure, using a cxi support catheter, that there was difficulty removing the device over the wire. While trying to remove the device from the patient, it pulled apart once it was outside of the patient. At the time of this report, additional information has been requested but not yet received.